Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that after a client's medication pump was finished, approximately half the medication was still in the IV bag. The client's pump reservoir settings were reset and his medication ran for an additional 60 minutes to administer the remaining medication. Client's medication infused over two hours instead of one, but otherwise is safe and healthy. No patient injury was reported.